Event description:
It was reported that the patient experienced pain at the spinal cord stimulation implantable pulse generator (ipg) site. The patient finds the ipg in an uncomfortable position being above his belt line, and this affected his sleeping position as he must lay on his stomach. The pain was felt whether the stimulation was both on and off. The patient was administered lidocaine patches for the pain; however the issue persists and the event has not resolved. Additional information was received that there will be no further course of action at this time.

Event description:
It was reported that the patient experienced pain at the spinal cord stimulation implantable pulse generator (ipg) site. The patient finds the ipg in an uncomfortable position being above his belt line, and this affected his sleeping position as he must lay on his stomach. The pain was felt whether the stimulation was both on and off. The patient was administered lidocaine patches for the pain; however, the issue persists and the event has not resolved. Additional information was received that there will be no further course of action at this time. Additional information was received that the patients ipg pocket pain has mostly resolved.

Event description:
It was reported that the patient experienced pain at the spinal cord stimulation implantable pulse generator (ipg) site. The patient finds the ipg in an uncomfortable position being above his belt line, and this affected his sleeping position as he must lay on his stomach. The pain was felt whether the stimulation was both on and off. The patient was administered lidocaine patches for the pain; however, the issue persists and the event has not resolved.